Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to oversensing and noise. The device was reprogrammed in order to resolve the event. The patient was stable and there were no adverse consequences.